Event description:
It was reported that before an unknown procedure the device had a packaging issue, a hole is present. Another like device was used to start the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.